Manufacturer narrative:
(B)(4). Returned product consisted of a solent omni catheter system. The pump, shaft, and tip were microscopically examined. The distal end of the catheter was stretched and the tip and hypotube were detached/separated. Functional testing was performed by placing the device in the console. The device was successfully primed. Product analysis confirmed the separated tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported resistance during removal was felt and the distal tip broke off. An angiojet solent omni catheter was being used for a thrombectomy treatment procedure in the superior mesenteric vein. The catheter was advanced over a guidewire, into the superior mesenteric vein and power pulse was performed. The physician intended to let the "specified fluid" sit in the vessel for about 20 minutes, but during removal of the catheter, resistance was met with either the guidewire or the sheath. The radiopaque marker and distal tip of the catheter broke off. No intervention was done as the physician felt the area they were working in and the distance the fractured portion traveled, retrieval would be very time consuming and more detrimental to the patient. Another solent omni catheter was used to complete the procedure . No further patient complications reported and the patient was fine.